Manufacturer narrative:
(B)(4)

Event description:
It was reported during a regular follow up multiple oversensing episodes were observed. Technical support was contacted and analysed some myopotential sensing. The issue was resolved with device reprogramming. The patient was reportedly in good condition.